Event description:
Caller states that during duplicate testing, device uf0175237 read 3.9 inr, device uf0105559 read 5.3 inr and device uf0082072 read >8 inr. A comparison lab returned as 3.4 inr. Caller states that pt's coumadin was held based on >8 inr value; however, no adverse event reported. Requested return of suspect device and replacement was sent.